Event description:
During a lap adrenalectomy procedure, device made loud noise when cliop fired. Devices jaws stuck together. Surgeon pushed firing trigger open. No patient consequences. Case completed with another device of the same product code.